Event description:
The clinician reports the implant was inserted (B)(6) 2009 in fdi 45. Details of surgery: ridge augmentation. On (B)(6) 2019, loss of osseointegration was verified. Patient presented with fair oral hygiene and bruxism. The device was forwarded to the manufacturer. At the event the patient experienced: pain, swelling and abscess. No further patient complications were reported.